Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon rupture include, but are not limited to: balloon damage during manufacturing, weak materials, excessive applied pressure, lesion calcification or tortuosity or interaction with the anatomy and/or accessory devices. During use, interaction with anatomy and/or accessory devices can damage or weaken the balloon material and lead to rupture during inflation. In manufacturing, all balloon dilatation catheters are 100% visually inspected for balloon damage, and inflated to the rated burst pressure (rbp) online. There was no report of a leak during preparation for use or the first inflation, which may suggest that the balloon was not damaged prior to use. The lesion was reported to be heavily calcified, which likely contributed to the rupture. A review of the product lot history record review showed no nonconforming material lot records. A query of the complaint-handling database was performed and there have been no other complaints reported for this part / lot number combination. There is no indication of a lot specific quality deficiency.

Event description:
It was reported that during dilatation of the heavily calcified superficial femoral artery, the balloon on the fox plus catheter ruptured after less than 5 seconds at 10 to 12 atmospheres and not more than 5 inflations. Another identical catheter was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.